Manufacturer narrative:
The type of reported complaint field was incorrectly answered as a product problem in the previous report. The correct response for the type of reported complaint filed should have stated serious injury. The type of reported complaint field has been corrected in this record. The manufacturer previously reported that the patient's husband alleging the patient "suddenly began to have difficulty breathing (showing seizure-like symptoms)" while using a trilogy evo device. The patient's husband "was not sure whether to call an ambulance" so they placed a call to the call center. The call center operator told him to call an ambulance. The patient's husband requested a sales representative to contact them. The sales representative called the patient's husband, who stated that "there were no caregivers or visiting nurses at the home and that only he was present; the patient was still in distress." The sales representative called the husband back to check on the status of the patient. The patient's husband reported that they had called the ambulance and that his son had arrived at the house around the time of the emergency medical services (ems) crew arrived at the patient's house. The husband stated that they "changed the nasal mask to a nasal-oral mask, the patient's condition stablized, and transport to the hospital was not necessary; the ems crew has left." The sales representative alleged the event was due to the progression of the patient's condition but reported the event. "The sales representative did not retrieve the device for investigation since the cause of the reported issue was likely due to the progression of the patient's condition and not the device." The sales representative obtained additional information regarding the type of mask and information from the physician regarding this issue. The type of mask used at the time of the issue was a wisp nasal mask, which was replaced for a full-face mask. Regarding the respiratory distress and seizure-like symptoms that occurred, the physician stated, "they are attributable to the progression of amyotrophic lateral sclerosis (als) and there is no causal relationship with the device." Regarding the mask, the physician had "commented that the issue is due to the progression of als and therefore there is no causal relationship. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation.

Event description:
The manufacturer received information from the patient's husband alleging the patient "suddenly began to have difficulty breathing (showing seizure-like symptoms)" while using a trilogy evo device. The patient's husband "was not sure whether to call an ambulance" so they placed a call to the call center. The call center operator told him to call an ambulance. The patient's husband requested a sales representative to contact them. The sales representative called the patient's husband, who stated that "there were no caregivers or visiting nurses at the home and that only he was present; the patient was still in distress." The sales representative called the husband back to check on the status of the patient. The patient's husband reported that they had called the ambulance and that his son had arrived at the house around the time of the emergency medical services (ems) crew arrived at the patient's house. The husband stated that they "changed the nasal mask to a nasal-oral mask, the patient's condition stablized, and transport to the hospital was not necessary; the ems crew has left." The sales representative alleged the event was due to the progression of the patient's condition but reported the event. "The sales representative did not retrieve the device for investigation since the cause of the reported issue was likely due to the progression of the patient's condition and not the device." The sales representative obtained additional information regarding the type of mask and information from the physician regarding this issue. The type of mask used at the time of the issue was a wisp nasal mask, which was replaced for a full-face mask. Regarding the respiratory distress and seizure-like symptoms that occurred, the physician stated, "they are attributable to the progression of amyotrophic lateral sclerosis (als) and there is no causal relationship with the device." Regarding the mask, the physician had "commented that the issue is due to the progression of als and therefore there is no causal relationship. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation.